Event description:
It was reported that the home patient (hp) received a high drain 106 (night drain cycle six) alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred during drain six of six. The hp¿s largest prescribed fill volume equaled 2000ml and the hp¿s drain volume equaled 4206ml. The hp¿s ultrafiltration (uf) for cycle six was 2206ml. The technical service representative explained to the alarm to the nurse. The nurse updated the minimum drain volume percentage from 70% to 85%. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.